Event description:
It was reported that there was damage to the pump housing around the usb port. There was no adverse impact to the customer¿s ability to charge the pump, and therefore, no impact to the customer¿s blood glucose level was reported. The customer received instructions for placing the current pump into storage mode and was sent a replacement pump with updated software. The customer will continue to use current pump for insulin delivery.